Manufacturer narrative:
Only the customer's meter was returned. It was discovered the reagent lot# provided in the initial report was not confirmed to be the lot# in the complaint.

Manufacturer narrative:
Model# was not provided. In some countries outside the u.s, customer information is not provided due to privacy laws.

Event description:
At 20:40 a (B)(6) customer received a blood glucose reading of 340mg/dl on the contour next usb, using strips that were stored outside their original container. She took 4 additional units of insulin. At 22h she started to feel dizzy and faint. An ambulance was called and she was taken to the hospital. She was given an IV to raise her blood glucose. She was hospitalized for approximately 12 hours. Information regarding additional blood tests was not provided. Strip information was not provided. Customer received a new kit.